Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that during an evaluation of a sample device, the bubble indicator did not rise when the full 45 milliliters was added. They removed the water and tried again and "this time it did work". There was no patient involvement.